Manufacturer narrative:
An event of complete heart block and tachycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block and tachycardia could not be conclusively determined. The reported unexpected medical intervention, and hospitalization were due to case-specific circumstances. Following the procedure, the patient was treated with medication for arrhythmia control and hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(4). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in patient. It was noted there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth from the distance between the intraventricular end of the valve to the non-coronary cusp was 4.3mm. Overnight, the patient experienced non-sustained ventricular tachycardia (nsvt) noted on telemetry. The patient was hospitalized and administered 12.5mg of metoprolol for arrhythmia control. Patient was discharged on post-operative day 2 in stable condition.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in patient. On (B)(6) 2025, it was noted that the patient developed an arrhythmia. The patient was hospitalized and administered 12.5mg of metoprolol. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.